Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device implanted during the chemotherapy procedure, the patient find the catheter tube was fractured/broken the part was removed the port then implant another new port to prevent impairment of function. No patient injury. Patient status: alive - no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned photographs showed that there was damage to the luer lock and a cut piece of tubing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture replication of the condition may occur if the luer lock is handled roughly. The cut tubing may occur due to sharp contact. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the catheter was fractured. To prevent impairment of function, they had to remove the port then implant another new port.